Manufacturer narrative:
This complaint is for performance issues due to high mic results for ceftazidine (caz) and ceftazidine-avibactam (cza) when using phoenix panel nmic-311 (449452) batch number 2319748 . The customer did not provide panel returns, isolates or photos but returned lab reports for the investigation. To investigate, three (3) retention panels from the complaint batch was inoculated with qc isolate e. Coli (a25922) and evaluated in a phoenix m50 for cza and caz mic results. Also, one (1) retention panel from the same material but different batch was inoculated with qc isolate e. Coli (a25922) and evaluated in a phoenix m50 for cza and caz mic results. Next, three (3) retention panels from the complaint batch was inoculated with qc isolate k. Pneumoniae (14780) and evaluated in a phoenix m50 for cza and caz mic results. Also, one (1) retention panel from the same material but different batch was inoculated with qc isolate k. Pneumoniae (14780) and evaluated in a phoenix m50 for cza and caz mic results. The investigation returned the expected mic results, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one (1) additional complaint on the complaint batch, not related to this defect. Complaint trending was performed, and no trends were identified associated with this defect. A bd ID/ast plant quality will continue to monitor for trends associated with this defect. Please continue to communicate additional concerns. H3 other text : see h.10.

Event description:
It was reported that bd panel phoenix nmic-311 discrepancy in results has occurred for ceftazidine and ceftazidine-avibactam. The following information was provided by the initial reporter: customer is inquiring if attached reports shows a discrepant result for ceftazidine and ceftazidine-avibactam.

Event description:
It was reported that bd panel phoenix nmic-311 discrepancy in results has occurred for ceftazidine and ceftazidine-avibactam. The following information was provided by the initial reporter: customer is inquiring if attached reports shows a discrepant result for ceftazidine and ceftazidine-avibactam.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.